Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. Therefore, the root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the choledocho-videoscope exhibited the forceps channel [biopsy channel] had foreign matter causing it not smooth. There was no patient involvement.